Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. The customer did not report any symptoms. The customer was treated with food. Customer does not allege pump was over delivering. Customer was been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was declined by the customer for low blood glucose level¿s. The insulin pump will not be returned for analysis.